Event description:
It was reported that the surgeon diagnosed that the patient "was in grave danger of immediately becoming paralyzed" and recommended emergent surgery. On (B)(6) 2009 the patient underwent acdf c5-c6 using an anterior plate. On (B)(6) 2009 the patient underwent c3-c7 laminoplasty using posterior pedicle screw instrumentation. Post-op, prior to discharge, the patient developed pain. In (B)(6) 2009 the patient presented to the emergency department for pain treatment. A CT scan reportedly showed a displaced screw at c7. The surgeon reviewed the CT scan and allegedly stated that he "had meant to put the screw that way". In (B)(6) 2009 the patient presented to a pain specialist who reportedly advised that her pain would not resolve until hardware was removed. In (B)(6) 2009 a CT myelogram reportedly revealed "right-sided laminar screws causing mild dorsal rightward thecal sac compressionat c3, c4, and c5 without right dorsal spinal cord impingement". The patient underwent a revision surgery in (B)(6) 2009 to remove the hardware. The patient's pain re solved almost immediately. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.